Event description:
Cms (B)(4) / windchill (B)(4) on (B)(6) 2025, a customer contacted a quidelortho qo personnel to report what was described as a discordant negative result in hcv testing for one donor using ortho hcv version 3.0 elisa test system lot sxe064 in conjunction with their ortho summit processor 24/20 - serial number (B)(6) vip 7. Date of event: 05 june 2025 complainant: (B)(6) - 1st shift laboratory operations supervisor complaint reporter: (B)(6) - qo senior account manager donor screening reported on 11 june 2025 by (B)(6) who reported it on the same day to ortho global technical solution center (gtsc) reagent(s): ortho hcv version 3.0 elisa test system lot sxe064 expiry 30 september 2025 other reagent(s): n/a software version: not provided donors information: sample ID: (B)(6) back-up sample ID: (B)(6) the customer reported that on (B)(6) 2025, while reviewing the single plate reports for day 2 of the performance qualification (pq) for their vip 26, they had identified a discrepant negative result for ucn (B)(4). Ucn (B)(4) was initially tested in routine on hcv plate ID (B)(4) on (B)(6) 2025 on vip 7, with the following results: - o.d. Value: 0.122 - s/c value: 0.190 - interpretation: nonreactive - cutoff value: 0.641 however, during retesting as part of the pq for vip 26 on (B)(6) 2025, the same unit was tested on hcv plate (B)(4) and yielded a reactive result: - o.d. Value: 1.201 - s/c value: 1.909 - interpretation: reactive - cutoff value: 0.629 upon discovering this discrepancy, the customer attempted to retrieve the sample for retesting; however, it had already been discarded. As a result, a backup sample was ordered to proceed with the testing algorithm. Before placing ucn (B)(4) on hold in the laboratory information system (lis), the customer discovered that it was already on hold due to a reactive hcv result from a subsequent donation under ucn (B)(4), collected on (B)(6) 2025. For reference: - ucn (B)(4) collection date: (B)(6) 2025 - ucn (B)(4) collection date: (B)(6) 2025 - ucn (B)(4): hcv reactive. See results below: tested on (B)(6) 2025 on hcv plate (B)(4) on vip 9 - o.d. Value: 0.700 - s/c value: 1.116 - interpretation: reactive - cutoff value: 0.627 tested on (B)(6) 2025 on hcv plate ID (B)(4) on vip 21 - o.d. Value: 0.805 - s/c value: 1.278 - interpretation: reactive - cutoff value: 0.630 tested on (B)(6) 2025 on plate ID (B)(4) on vip 21 - o.d. Value: 0.887 - s/c value: 1.408 - interpretation: reactive - cutoff value: 0.630 the customer reported they received the backup sample for ucn (B)(4) (ID (B)(6)) on (B)(6) 2025 and retested it to complete the testing algorithm and further investigate this discrepancy. Ucn bs (B)(4) was repeatedly reactive when tested on (B)(6) 2025 on hcv plate ID (B)(4) on vip 26. See results below: - o.d. Value: 0.805 - s/c value: 1.278 - interpretation: reactive - cutoff value: 0.630 - o.d. Value: 0.887 - s/c value: 1.408 - interpretation: reactive - cutoff value: 0.630 the customer reported that the back-up tube (B)(6) was frozen on (B)(6) 2025 and will be sent for confirmatory testing the week of (B)(6) 2025. No further details were provided. The customer later reported that both donations from (B)(6) 2025 and (B)(6) 2025 tested negative in hcv nucleic acid testing. No further details were provided. The customer reported that ucn (B)(4) was placed on hold due to reactive result from an associated sample ucn (B)(4). The customer reported that ucn (B)(4) unit was placed on hold and later destroyed so it is not used to manufacture any components. The customer reported that the result for this donor will be changed in lis to reactive per laboratory director. The customer reported that no patient was harmed. Additional information asat 05 aug 2025 plate reports were provided for donation sample ID (B)(6) that included: - optical densities obtained with ortho hcv version 3.0 elisa test system lot sxe064 and lot sxe061 on vip 7, vip 9, vip 21 and vip 26 analyzers - nucleic acid testing (nat): all negative - hcv supplemental testing: all negative - hcv confirmatory testing: all negative.

Manufacturer narrative:
Investigation details: as part of the investigation gtsc has requested assistance with econnectivity in review of the testing of donor ID ucn (B)(4) that was initially tested nonreactive on (B)(6) 2025 on ortho verseia serial number (B)(6); the results are not available at the time of this report. Sample audit trails for sample ids (B)(6) and (B)(6) were provided and confirmed the results as reported by the customer. As part of the investigation, a review of the manufacturing batch record ortho hcv version 3.0 elisa test system lot sxe064, as used by the customer on the day of the reported event, was performed at orthos manufacturing site. Lot sxe064 met all the criteria for qa and in-process testing. There were no nonconformances for this lot. As part of the investigation, retained of ortho hcv version 3.0 elisa test system lot sxe064 were tested at orthos manufacturing site. The criteria for 100 non-reactive specimens, cber panel and conjugate match/qa release panel were met. The issue reported by the customer could not be reproduced. The review of the worldwide complaint databases through to 30 june 2025 was performed for call subjects 6195567/6195566 (ortho hcv 3.0) and lot sxe064. No other complaint was identified with call area falseneg. No trend is identified. The investigation is in progress. The assignable cause of the discordant negative result in hcv testing could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event. Complementary investigation asat 05 aug 2025 review of the vsp debug file (filename: (B)(4)) from verseia b348 found that sample ID (B)(6) was loaded on sample rack samples 01 on (B)(6) 2025 at 19:00. The sample barcode was scanned by the verseia scanner. The sample was pipetted to plate ID (B)(4) in well position h8. There was no pipetting errors reported. The carrier rack was unloaded at 22:00. Review of the verseia logs did not identify any errors or unexpected occurrences during pipetting of the sample. The additional results information provided was reviewed by qo medical safety officer and a qo donor screening subject matter expert and they both believe that this case may be indicative of a falsepos with the additional retests rather than a falseneg with the initial test. This is based on the nat and additional confirmatory testing performed on the sample.

Manufacturer narrative:
Investigation details: as part of the investigation gtsc has requested assistance with econnectivity in review of the testing of donor ID ucn (B)(4) that was initially tested nonreactive on (B)(6) 2025 on ortho verseia serial number (B)(6); the results are not available at the time of this report. Sample audit trails for sample ids (B)(6) were provided and confirmed the results as reported by the customer. As part of the investigation, a review of the manufacturing batch record ortho hcv version 3.0 elisa test system lot sxe064, as used by the customer on the day of the reported event, was performed at orthos manufacturing site. Lot sxe064 met all the criteria for qa and in-process testing. There were no nonconformances for this lot. As part of the investigation, retained of ortho hcv version 3.0 elisa test system lot sxe064 were tested at orthos manufacturing site. The criteria for 100 non-reactive specimens, cber panel and conjugate match/qa release panel were met. The issue reported by the customer could not be reproduced. The review of the worldwide complaint databases through to 30 june 2025 was performed for call subjects (B)(6) (ortho hcv 3.0) and lot sxe064. No other complaint was identified with call area falseneg. No trend is identified. The investigation is in progress. The assignable cause of the discordant negative result in hcv testing could not be determined. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics reagent or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.

Event description:
Cms (B)(4) / windchill ra611274 on (B)(6) 2025, a customer contacted a quidelortho qo personnel to report what was described as a discordant negative result in hcv testing for one donor using ortho hcv version 3.0 elisa test system lot sxe064 in conjunction with their ortho summit processor 24/20 - serial number (B)(6). Date of event: 05 june 2025 complainant: (B)(6) - 1st shift laboratory operations supervisor complaint reporter: (B)(6) - qo senior account manager donor screening reported on (B)(6) 2025 by (B)(6) to (B)(6) who reported it on the same day to ortho global technical solution center (gtsc) reagent(s): ortho hcv version 3.0 elisa test system lot sxe064 expiry 30 september 2025 other reagent(s): n/a software version: not provided donors information: sample ID: (B)(6) back-up sample ID: (B)(6) the customer reported that on (B)(6) 2025, while reviewing the single plate reports for day 2 of the performance qualification (pq) for their vip 26, they had identified a discrepant negative result for ucn (B)(4). Ucn (B)(4) was initially tested in routine on hcv plate ID (B)(4) on (B)(6) 2025 on vip 7, with the following results: - o.d. Value: 0.122 - s/c value: 0.190 - interpretation: nonreactive - cutoff value: 0.641 however, during retesting as part of the pq for vip 26 on (B)(6) 2025, the same unit was tested on hcv plate (B)(4) and yielded a reactive result: - o.d. Value: 1.201 - s/c value: 1.909 - interpretation: reactive - cutoff value: 0.629 upon discovering this discrepancy, the customer attempted to retrieve the sample for retesting; however, it had already been discarded. As a result, a backup sample was ordered to proceed with the testing algorithm. Before placing ucn (B)(4) on hold in the laboratory information system (lis), the customer discovered that it was already on hold due to a reactive hcv result from a subsequent donation under ucn (B)(4), collected on (B)(6) 2025. For reference: - ucn (B)(4) collection date: (B)(6) 2025 - ucn (B)(4) collection date: (B)(6) 2025 - ucn (B)(4): hcv reactive. See results below: tested on (B)(6) 2025 on hcv plate dd5771 on vip 9 - o.d. Value: 0.700 - s/c value: 1.116 - interpretation: reactive - cutoff value: 0.627 tested on (B)(6) 2025 on hcv plate ID dd6219 on vip 21 - o.d. Value: 0.805 - s/c value: 1.278 - interpretation: reactive - cutoff value: 0.630 tested on (B)(6) 2025 on plate ID (B)(4) on vip 21 - o.d. Value: 0.887 - s/c value: 1.408 - interpretation: reactive - cutoff value: 0.630 the customer reported they received the backup sample for ucn (B)(4) (ID(B)(6) on (B)(6) 2025 and retested it to complete the testing algorithm and further investigate this discrepancy. Ucn (B)(4) was repeatedly reactive when tested on (B)(6) 2025 on hcv plate ID (B)(4) on vip 26. See results below: - o.d. Value: 0.805 - s/c value: 1.278 - interpretation: reactive - cutoff value: 0.630 - o.d. Value: 0.887 - s/c value: 1.408 - interpretation: reactive - cutoff value: 0.630 the customer reported that the back-up tube (B)(4) was frozen on (B)(6) 2025 and will be sent for confirmatory testing the week of (B)(6) 2025. No further details were provided. The customer later reported that both donations from (B)(6) 2025 tested negative in hcv nucleic acid testing. No further details were provided. The customer reported that ucn (B)(4) was placed on hold due to reactive result from an associated sample ucn (B)(4). The customer reported that ucn (B)(4) unit was placed on hold and later destroyed so it is not used to manufacture any components. The customer reported that the result for this donor will be changed in lis to reactive per laboratory director. The customer reported that no patient was harmed.